Manufacturer narrative:
One non sterile 5fr sheath introducer as received inside their tray. The tray was received fully open. Contamination (fibers) was found attached to the cap and gasket. Review of lot 15471369 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The contamination reported by the customer was confirmed. The cause or place where the product became contaminated on the gasket could not be determined since the tray was received fully open (not sterile). During the manufacturing process of the product the gasket is inspected at different manufacturing steps. No corrective actions will be taken at this time since the cause of the reported event could not be determined and could not be related to the manufacturing process of the product. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 11 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960, 9616099-2011-00961, 9616099-2012-00048, 9616099-2012-00049 and 9616099-2012-00050.

Manufacturer narrative:
The report received indicated that there was contamination inside the packages of several avanti units. There was no damage to the packaging which was sterile. The contamination was noted after opening the packages. There was no damage to the devices. Several units were received for evaluation, however the lot numbers do not coincide with the lot numbers provided in the complaint report. The products were not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaints could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record reviews, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of 11 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960, 9616099-2011-00961, 9616099-2012-00048, 9616099-2012-00049 and 9616099-2012-00050.

Event description:
The report received indicated that there was contamination inside the packages. It was reported that it is a normal fluid from the production of the sheaths. However, the customer wants to know which fluid it could be. There was no damage to the packaging which was sterile. The contamination was noted after opening the packages. There was no damage to the devices. The products and the packaging will be returned for analysis.

Manufacturer narrative:
The report received indicated that there was contamination inside the packages. There was no damage to the packaging which was sterile. The contamination was noted after opening the packages. There was no damage to the devices. One non sterile 5 fr sheath introducer as received inside their tray. The tray was received fully open. Contamination (fibers) was found attached to the cap and gasket. Review of lot 15471369 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The fluid reported by the customer was confirmed. However, this fluid (medical fluid mdx) is added to the gasket during normal manufacturing process with the intention to make smother the interaction between the gasket and the vessel dilator. No corrective action will be taken for the reported fluid on the unit since this fluid is part of the normal process of the manufacturing process. Additionally a contamination was found on the cap/gasket. The cause or place where the product became contaminated on the cap/gasket could not be determined since the tray was received fully open (not sterile). During the manufacturing process of the product the gasket is inspected at different manufacturing steps. No corrective actions will be taken at this time since the cause of the reported event could not be determined and could not be related to the manufacturing process of the product. After the ftir analysis results, show that the composition of the fibers on the returned units are textile fibers. Assessment to review the entire manufacturing process from the product was performed in order to found the reasonable cause of the contamination. Conclusion: the most probable cause of the reported contamination on the product may be related to external factors to the manufacturing process as exhibited in the ftir analysis. The fluid reported by the customer was confirmed. However, this fluid (medical fluid mdx) is added to the gasket during normal manufacturing process with the intent to make the interaction between the gasket and the vessel dilator smoother. No corrective action will be taken for the reported fluid on the unit since this fluid is part of the normal process of the manufacturing process. As the returned units were received fully open the cause or location where the unit became contaminated could not be determined. With the information available and because the returned units had been opened and therefore the timing of when and where the contaminate was affixed to the device is unknowable it is not possible to draw a clinical conclusion between the device and the event. However, the most probable cause of the reported contamination on the product may be related to factors external to the manufacturing process as exhibited by the ftir analysis. This is one of 11 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960, 9616099-2011-00961, 9616099-2012-00048, 9616099-2012-00049 and 9616099-2012-00050.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of eight devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00954, 9616099-2011-00955, 9616099-2011-00956, 9616099-2011-00957, 9616099-2011-00958, 9616099-2011-00959, 9616099-2011-00960 and 9616099-2011-00961.